Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on an unknown date. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the patient returned to the hospital after discharge complaining of groin pain. The patient's groin site appeared to be red and swollen. A CT scan revealed a small hematoma (size unknown). The patient was hospitalized. No further information is available.